Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction, and the product was not returned. The reported patient effects of fistula and perforation are known observed and potential patient effects as listed in the emboshield nav6 instruction for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
It was reported that the procedure was to treat an internal carotid artery. An emboshield nav6 was used during the procedure. An unknown stent was successfully implanted and all the devices were removed from the anatomy. During post procedure angiography it was observed there was a perforation in the distal part of the internal carotid artery. The procedure was reviewed to see what occurred and the bare wire had perforated the carotid artery and punctured the venous vein causing an arteriovenous fistula. A balloon was advanced and inflated for tamponade; however, it did not work. An attempt was made to coil the arterial venous and it also failed to stop the flow. The procedure was stopped at this time. There was a clinically significant delay in the procedure. No additional information was provided.